Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that he receives an alarm. In troubleshooting blockage was found in the tube. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.